Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
It was reported that an issue of the sheath separates at the hub preventing the needle from extending out occurred on the device with model na-u403sx-4019. According to the reporter, the issue occurred on separate events. One event occurred on (B)(6) 2022 and the second event occurred on (B)(6) 2022. According to the reporter, the issue occurred with quantity of six (six) devices with different lot numbers. Two (2) out of the six lot numbers are the same lot number (kr189775). Three (3) devices failed on february 3 and three (3) devices failed on (B)(6) 2022. The report did not stated which date which lot number the issue occurred. The procedure performed for both events was an ebus (endobronchial ultrasound bronchoscopy). The intended procedure for the two event according to the reporter was able to be completed using similar device. The lot number used to complete the procedure not provided. There was no patient harm or injury reported on both of the event. No user injury reported. This report is related to reports with patient identifiers (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As this device was not returned or made available for an evaluation, no device evaluation could be performed. If the device is made available for evaluation, a supplemental medical device report will be submitted accordingly. Based on the results of the investigation, a definitive root cause could not be established. It is considered most likely that the observed failure is a known phenomenon caused from forcing the device through resistance and/or the distal sheath end being maneuvered out of clear visual sight. The instructions for use (IFU) states the following: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." The IFU continues: do not extend the sheath from the distal end of the endoscope without confirming it in the endoscopic field of view. Otherwise, it could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage. It could also damage the endoscope and/or instrument" olympus will continue to monitor field performance for this device.